Event description:
Female patient had surgery earlier this year on her spine: l5-s1 anterior interbody fusion, instrumentation intervertebral device(congenital spondylolysis lumbosacral region, spinal stenosis) with implantation of hardware at l5-s1 one plate and four screws. Three months post-op allegedly patient developed hardware failure and pseudoarthrosis requiring revision. Patient reported back pain which is worse. Patient had fractured s1 screws. Patient transferred to pacu in stable condition